Manufacturer narrative:
(B)(4).

Event description:
It was reports that an 840 ventilator generated a loss of communication diagnostic message. There was no patient involvement.

Manufacturer narrative:
A service engineer (se) inspected the device and recommended replacement of the breath delivery (bd) printed circuit bo ard (pcb), analog interface (ai) pcb, as well as to have preventative maintenance performed. The customer has not authorized medtronic to repair the ventilator; therefore no further investigation could be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator generated a graphical user interface (gui) communication error. The ventilator was not in use on a patient at the time of the event.